Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
On (B)(6) 2011, the pt underwent surgery with the t2 recon nail. Afterwards, because the callus was confirmed in the fracture part, the pt left hospital. On (B)(6) 2011, the pt felt the pain. The surgeon confirmed by x-ray, nail was broken in the lag screw hole. On (B)(6) 2011, the surgeon removed the broken nail and the pt underwent revision surgery with a stainless nail.